Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Device history record review revealed nothing relevant to this event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device request but not yet received.

Event description:
It was reported that the surefire scorpion needle was being used in a rotator cuff repair procedure. During the procedure, the ar-13991n, scorpion needle, tip broke-off in the tendon. The tip was left in the patient as it could not be found. No x-rays were taken. The needle was dry-fired prior to use, and the needle made approx. 8-9 passes during the procedure. The scorpion jaws were securely clamped on the tissue during suture passing. Another surefire scorpion needle was used to complete the procedure successfully.